Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action.  Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. (B)(4).

Event description:
It was reported that the lead integrity alert (lia) triggered, and the patient received an inappropriate shock due to noise oversensing. The right ventricular (rv) lead exhibited a spike in impedances to high levels. The lead was capped and replaced. No further patient complications have been reported as a result of this event.